Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 534 mg/dl. Reportedly, customer consumed carbohydrates and forgot to initiate a food bolus. Bg was addressed by manual dose injection. The customer was instructed to consult with healthcare provider regarding bg level.